Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the chair was shutting down with no error codes, (the first time and now, the second time) he stated the chair stopped again.